Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing, resulting in inappropriate mode switch. During the explant procedure, the ra lead was noted to be twisted. The ra lead was explanted and successfully replaced. The patient was stable.